Event description:
Caller reported a malfunction on the pump, identified by a malfunction code that was resettable. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, was instructed to monitor for any recurrence, and was able to continue using the pump without further issues.